Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during an ablation procedure to treat atrial fibrillation (a fib), the faradrive sheath's valve had leakage. The device was replaced with a new one and the procedure was completed successfully. No patient complications occurred. The device is available for return.